Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80-120mg/dl. The blood glucose testing is performed by the customer once daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that they not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 133mg/dl and 130mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date around a month. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.